Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication liva (B)(4) learned, the 3t device was regularly cleaned via IFU, placed inside of the operating room, away from the patient with a distance of approximately 2 meters of surgery field to patient. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with a sort of aerobic bacteria. A lab report has been provided there is no known patient involvement.